Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. It was reported that following insertion, the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. It was also reported that the patient underwent mesh revision in (B)(6) 2008 due to the ¿mesh was cutting husband during intercourse¿.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal bleeding.

Manufacturer narrative:
It was reported that patient concurrently underwent total vaginal hysterectomy, extensive morcellation of the uterus, anterior and posterior colporrhaphy and modified mccall¿s culdoplasty.